Event description:
Our affiliate in the (B)(6) is reporting that the metal tip broke off of a vapr coolpulse 90 electrode, and fell into the patient during a latarjet shoulder arthroscopy procedure. The surgeon was unable to locate the fragment to remove it. The surgeon used another vapr coolpulse 90 electrode to complete the procedure with no further harm or consequence to the patient. An x-ray taken reportedly shows the fragment in the patient. The surgeon has not made a decision at this time whether or not an additional procedure will be performed to remove the fragment.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
This follow-up is being submitted to provide additional information; the current location of the complaint device, gender of patient, initial physical evaluation, and batch review information. Additional information received indicates the complaint device electrode had been activated for one hour prior to failure. A check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were (B)(4) devices released for distribution on june 17, 2013 with an expiration date of 2016-04-30. There were no anomalies or discrepancies in the manufacture of this lot. The complaint device was received at mitek on 2013-09-18, and a physical evaluation was performed. The metal faceplate on the distal end of the electrode is missing, all other parts of the electrode appear to be as manufactured, and in good condition. The complaint device is being forwarded to the manufacturer for evaluation and determination of root cause. In process.

Event description:
Our affiliate in the (B)(6) is reporting that the metal tip broke off of a vapr coolpulse 90 electrode, and fell into the patient during a latarjet shoulder arthroscopy procedure. The surgeon was unable to locate the fragment to remove it. The surgeon used another vapr coolpulse 90 electrode to complete the procedure with no further harm or consequence to the patient. An x-ray taken reportedly shows the fragment in the patient. The surgeon has not made a decision at this time whether or not an additional procedure will be performed to remove the fragment. Additional information received by mitek complaints on 09/25/2013 indicates the complaint device had been activated for one hour prior to the metal part of the distal tip falling off into the patient. The device had not been used as a lever, nor did it hit against anything. The device had not been reprocessed prior to use in the complaint procedure.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the face plate has fallen off the electrode tip. Upon further investigation by the supplier, there was indication of the electrode being activated and an arched section of the active suction tube that retains the active face plate has eroded due to excessive use of the device. This failure would result in the face plate loosening and eventually separating. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that was reported to the FDA under file number: 1221934-2013-00202. The IFU states: ¿electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode is excessive wear is noted.¿ from follow up with the sales rep, it was confirmed that the electrode was used for 1 hour before the failure occurred. We attribute the failure mode to technique, a user issue. At this point in time, no corrective or further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.